Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A review of the customer provided images found a screw with a fractured distal tip. There is debris in the threads of the device. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during cruciate ligament surgery, the biosure screw was fractured. The anchor was retrieved by tweezers from the patient. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during cruciate ligament surgery, the biosure screw was fractured. It is unknown whether there was a back up available or delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.